Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the battery for aseptic transfer kit, part number (B)(6). Serial number (B)(4) cannot charged. The surgery delay was 50 minutes. The reason of the delay was the time needed to change the device. There was no additional harm or injury tu patient/operator reported.

Event description:
It was reported that the battery for aseptic transfer kit, part number 89-8510-440-20. Serial number(B)(4) cannot charge. The surgery delay was 50 minutes. The reason of the delay was the time needed to change the device. There was no additional harm or injury tu patient/operator reported.

Manufacturer narrative:
The universal battery for aseptic transfer kit, serial number (B)(4) could not be returned for diagnosis. Therefore, it could not be inspected in an effort to confirm the defect. Device history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submited if the product is returned or if additional information is received.